Manufacturer narrative:
Report has been updated to 41 shocks total from rv lead. Upon receipt the lead was found cut 62 cm proximal to the lead tip. A distal lead fragment was received for analysis, the proximal lead fragment including the serial number was missing. Extraction aids were still attached to the distal lead fragment. The lead fragment was scrutinized including a visual analysis. Multiple signs of wear were noted in the lead fragment. In particular between 13 cm and 9 cm proximal to the lead tip the insulation was found worn through, which is assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a cut into the insulation, a coiled and broken conductor cable most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient was brought into the emergency room (ER) for receiving multiple shocks (around 16 shocks total). Magnet was placed on device to disable therapy. Home monitoring reports did not show impedance changes. Possible lead noise observed on one vf iegm. Representative was unable to interrogate device to perform lead testing. The representative for the complaint also reported that the patient had a car accident in april where the chest hit the steering wheel, requiring surgery. Yesterday, prior to receiving the shocks, they were pulling weeds in their yard. It is believed that these events may have contributed to lead damage and has resulted in the lead noise that caused the inappropriate shocks. Lead was explanted and replaced on (B)(6) 2019.